Event description:
In 2002, PICC line inserted into the upper arm for chemo treatments. On the second treatment, during infusing, it was slightly wet on the gauze sponge at the site of insertion. They were not able to use it for the third or fourth treatments. It was leaking at site just where it went under the skin. It had to be pulled out.